Event description:
A doctor of ophthalmology reported that the probe did not make aspiration during anterior vitrectomy surgery. The probe did not cut and work and the device did not create vacuum. Corneal endotelial failure occured in patient's right eye as a result of the event. The surgeon is planning keratoplasty but it has not been confirmed yet. Additional information has been requested but not received to date.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from the patient's doctor. In a period of 1.5 month observation, the patient showed recovery. But after that he did not went back for a check up

Manufacturer narrative:
Evaluation summary: no probe was returned for no aspiration and cut. For the final lot, three component probe lots were used to make up the final lot. A device history record review for each of the three lots was conducted. According to the device history record review, one lot was reprocessed for an anomaly that did not contribute to the customer complaint. Two lots had no anomalies found based on the device history record review. The product was released based on manufacturer¿s acceptance criteria. No additional investigation is required based on device history review. The root cause for the customer complaint issue cannot be determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).